Manufacturer narrative:
The device involved in the event will not be returned for evaluation. It was implanted in the patient. (B)(4).

Event description:
Treatment of a supraclinoid aneurysm. It was reported that the pipeline did not fully open proximally after deployment and balloon catheters were required to achieve full wall apposition. This is a recommendation in the instruction for use. No patient injury reported.

Manufacturer narrative:
(B)(4).